Manufacturer narrative:
Event occurred in the other country.

Event description:
Reporter stated that a neonate's blood glucose was measured, using the advantage system and a different hospital blood glucose monitoring system with the following results: advantage system = 15.2 mmol/l, other system = 5.9 mmol/l; advantage system = 11.7 mmol/l, other system = 5.2 mmol/l; advantage system = 10.4 mmol/l, other system = 7.1 mmol/l; advantage system = 7.0 mmol/l, other system = 3.3 mmol/l. Reporter stated that the pt was not treated based on the values obtained on the advantage system. No adverse event was reported. The MFR requested the return of the suspect product and replacement product was shipped.